Manufacturer narrative:
The report of the system controller alarming with a red heart was confirmed during analysis. The black power cable was found to have compromised conductors at the connector end. The system was unable to be supported while the black power cable was connected to the power module. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customer's. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had alarms early in the morning on his system controller and power module. The red heart indicator was displayed and the display module read 0 flow. The system controller was exchanged and the event was resolved.